Manufacturer narrative:
Concomitant products: product ID 97714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 97754, serial # (B)(4), product type recharger. (B)(4). Analysis of the desktop charger (dtc) [s/n (B)(4)] found the cable assembly had a bent connector pin.

Event description:
The consumer reported that the patient had revision surgery in (B)(6) 2015 because the implantable neurostimulator (ins) kept turning and would not charge. The ins had to be stitched in so it would stay in one place. It was further reported that the patient was unable to charge the ins in (B)(6) 2016. When the patient tried charging the ins on (B)(6) 2016, the patient had six recharge coupling boxes and it showed it was charging. The patient also stated the battery showed zero. The patient reported that the implantable neurostimulator recharger (insr) must have a short in it because the insr screen would come on and then go away. The recharger stayed on when the patient held the connector pin in the insr, but it went off when she let go. The patient had to push the connector pin in a certain way before it would come on, and it went off after that. It was noted that the insr screen did not come on all of the time. It was confirmed that the green light on the desktop charger (dtc) was on. The patient initially confirmed that the connector pin did not look loose, bent, or broken on (B)(6) 2016. However, it was also reported that there was a loose connector pin on the dtc in (B)(6) 2015. After the patient plugged the insr back in and pushed the restart button, the patient was getting two recharge coupling boxes and later got four recharge coupling boxes. It was also reported that the patient saw the thermometer screen. There were no reported patient symptoms. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.